Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was that they "had to" have their prior ins replaced 9 or 10 years post-implant. Agent called the patient back to clarify if this was due to eri/eos (regular battery depletion). Patient explained after 9 or 10 years, the ins "wasn't working right or something" and they were told it was time to "replace the whole thing" because it was so old.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.